Event description:
It was reported that a catheter issue occurred. The 65% stenosed, 2.90 x 26mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. When an attempt was made to introduce the device into the patient, it was noted that the tip was fractured, and the device could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed no issues were found and the device appeared to be in good conditions. During functional inspection, no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The 65% stenosed, 2.90 x 26mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. When an attempt was made to introduce the device into the patient, it was noted that the tip was fractured, and the device could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.